Event description:
As reported by the user facility: patients complained of excessive thirst post treatment and complaining of dry mouth during treatment. Machine was removed from the floor and repair request submitted. This report is for event #3.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received a report of two patients complaining of dry mouth during treatment and excessive thirst post treatment. No additional medical intervention was needed. The dialysis therapies took place on two different machines with serial numbers (B)(4) and (B)(4). The affected devices were isolated and inspected by a local b. Braun's biomedical technician. Inspection revealed that there was a deviation in the final conductivity of approximately 2 ms/cm in the machines concerned. The consequence of this deviation is that the patients were treated with a higher sodium concentration in the dialysis fluid than intended, thus explaining their thirst. Analysis of the service reports of the affected machines showed that one external contract technician had previously calibrated the temperature and conductivity sensors on these machines. In order to find the root cause of the deviation, the technician's measuring equipment was sent to a testing laboratory for verification. The laboratory's test showed no deviation of the measuring device which could result in a conductivity deviation of approximately 2 ms/cm. For further root cause analysis a technician of the global technical service of b. Braun headquarter, melsungen, germany, was sent to australia to verify all machines in the respective dialysis center. For each machine which was previously serviced by the external contract technician a check and recalibration was performed. The check of the affected machines by the global technical service of b. Braun headquarter confirmed that the external contract manufacturer had set a wrong value when calibrating the conductivity sensors. To avoid a recurrence, the external contract technician was retrained on site by the headquarters' global technical service technician. Generally, each dialysis technician servicing b. Braun machines is certified by training. Calibration of conductivity and temperature sensors is described and explained in detail in the technical service manual and within the technical training course for certification. Since the check and recalibration by the headquarters' global technical service technician no further abnormalities occurred. (B)(4).